Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent to the insert chip. There was evidence on the female connector indicating the insert chip was present. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; this was described as transfer set was ¿falling apart from the female connector (dark blue) and main body (light blue) when the patient was disconnecting the patient line that result in the female connector stuck into the patient line¿. This was observed while disconnecting from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.